Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/11/2025, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve, 10°, would stick together with any product they add inside the device. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Event description:
Additional information: on (B)(6) 2025, a reverse total shoulder arthroplasty procedure was performed without delays or complications. A backup set was used to complete the case. No additional anesthesia was required, and the patient experienced no adverse effects.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted damage on the edges around the device, nicks on the shaft, and abrasion marks on the base and collar of the angled reamer of the angled reamer sleeve, 10°. -functional testing was not performed with mating part ar-9676 and the parts did not rotate freely. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device.